Event description:
The customer reported that the system experienced intermittent errors and locked up during a pt care procedure. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply, associated power cable and generator interface pcb (gib) were evaluated and replaced. The system was tested and found to be working as intended and returned to service.